Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the customer reported issue, which involved an error message indicating a potential problem with the ergonomics controls on the surgeon side console. The issue was resolved through customer fault recovery and a system restart, and no further errors were reported in subsequent cases. A field service engineer site visit was not conducted, as the problem was resolved over the phone.

Event description:
It was reported that prior to starting an inguinal hernia - bilateral procedure on a da vinci 5 system, an error indicated a potential problem with the ergonomics controls when the system was not being touched. The user power cycled the system before contacting support, and the error did not persist. Troubleshooting was completed by technical support, and the customer proceeded with the case. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and could not replicate the reported error.

Event description:
Refer to h11 for follow-up information.